Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d6a, d6b, g3, h2, h3, h6, h10 and h11. Complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the returned plates and screws. The plates and screws arrived without the packaging. The items show signs of attempted use including marking and scratching on the plate and screw surfaces as well as residue from the surgery. One of the two plates has fractured. The additional parts returned show no signs of fracture or damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 12 days post-implantation, the patient experienced bone flap collapse necessitating a second craniotomy. During the reoperation, intraoperative findings included severe deformation of the left upper connector plate and complete fracture of the left lower connector plate. The screws remained intact, and only the four-hole connector plate was damaged. The patient had no history of trauma, and the prosthesis was not reshaped using a water bath during the initial surgery. Attempts have been made and no further information has been provided.